Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not hold the cutter device, the oscillating head was damaged (crack and missing pins) and there was an unknown liquid was found inside the unit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning. A CAPA has been initiated to address the moving pins in the cutter head. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the battery oscillator device would not hold the cutter device. There were no delays to the planned surgical procedure as a spare identical device was available for use to complete the surgery successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.